Event description:
It was reported that an alarm 9 occurred when trying to load a cartridge onto the pump, preventing the customer from resuming insulin. There was no adverse impact to the customer¿s blood glucose level. The customer initially failed to reload the original cartridge but later successfully loaded a new cartridge with assistance from customer support, and insulin delivery resumed. Customer support advised contacting them again if the issue reoccurs and arranged to send new cartridges.